Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from a hospital with information indicating that the patient is deceased. The date of death was not provided and no information related to the death was provided. The device system was explanted approximately one month post implant. The cause of death is not available.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed, no anomalies were found and no issue was identified that required full analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).